Event description:
It was reported that the user experienced an unexplained hypoglycemic event while using the ilet, after announcing lunch appropriately and receiving small corrective doses earlier; the device did not deliver a meal dose after the announcement but did deliver small basal doses over several hours, and the user later performed a supply change and confirmed being disconnected during tubing fill in the first week of ilet use. Symptoms included low blood glucose consistent with hypoglycemia, with a lowest referenced threshold of 54 mg/dl, and the user treated with oral glucose. Outcomes included recovery without hospitalization and ongoing follow-up with a healthcare professional. Investigation included complaint intake, troubleshooting, and user education regarding system behavior and infusion set management. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with potential contribution from temporary disconnection during tubing fill and variable early-use glycemic fluctuations; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.